Manufacturer narrative:
No complainant street address, postal code or phone number was provided. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the tube was opened. Additional information received stating that the ¿security seal that covers the product under normal conditions was not found. So, the product was with the lid but without seal.¿ a photograph was provided depicting the reported complaint issue.

Manufacturer narrative:
Corrected device manufacture date. A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. A photograph has been received for this complaint and was evaluated. The photograph confirms the complaint issue. A nonconformance and root cause investigation has been opened for this issue. The root cause of the issue is that there is no plastic ring around the neck of the tube and that this would have caused the cap to pierce the membrane. The spacer ring is applied to the tube via a chute and vacuum suction pin. If this is not functioning correctly the ring can drop off the pin and then be missing from the tube. The cap is automatically applied whether the ring is present or not. The corrective action is to check the end of the chute mechanism and pin to ensure that they are functioning correctly and to make any operators on the finished packaging aware that the sleeve/ring must be present during packing. Any tubes missing the sleeve/ring must be removed and destroyed. The root cause investigation has been completed. The supplier was contacted over the missing plastic ring and has put corrective measures in place. This issue will be monitored through the post market product monitoring review process.

Event description:
To date no additional patient or event details has been received.